Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 44.0cm was returned for analysis. Final analysis found externalized conductors due to internal insulation abrasions were noted at 7.3-9.4cm and 9.6-12.7cm from the distal tip. Internal insulation abrasions were noted at 7.0-8.5cm, 9.5-10.7cm, and 18.0-19.1cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.